Manufacturer narrative:
The device was returned with the percutaneous lead (lead) cut approximately 9 inches from the pump housing and the distal-end, severed, portion of the lead measuring approximately 34 inches in length was also returned. Continuity testing was performed on the distal-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate layers were removed, and examination of the underlying wires revealed disruptions in the insulation of the brown wire, at what would be 10.5 inches from the pump housing, and in the insulation of the green, black, and orange wires, at what would be 10 inches from the pump housing. As a result of the disruptions, the conductors of the wires were exposed. The disruptions appeared to be the result of repetitive movement of the lead in this area. Continuity testing was performed on the pump-end portion of the lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate layers were removed, and examination of the underlying wires revealed disruptions in the insulation of the green, yellow, orange, and brown wires at approximately 8.5 inches from the pump housing. As a result of the disruptions, the conductors of the wires were exposed. The disruptions appeared to be the result of repetitive movement of the lead in this area. The disruptions in the wires, would have affected all three wire phases and would have interrupted pump function from the exposed conductors of any of the wires potentially contacting the braided shield and creating an electrical short to ground if the device was supported by the power module. Pump function could have also been interrupted as a result of a phase to phase short if the exposed conductors from two wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 5 years and 1 month. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient called the hospital after noticing a low flow alarm and was admitted to the hospital. The patient's system controller data log file and x-ray images of the patient's percutaneous lead (lead) were submitted to the manufacturer's technical services team for evaluation. The log file analysis revealed low speed advisory, low speed hazard, and low flow alarms. Although the alarms occurred only while the vad was connected to the power module, the alarms appeared intermittent and did not occur every time the patient was connected to the patient cable. Although, the x-ray images of the lead did not appear to show any areas of interest, the log file information suggested that there was a potential issue with lead. It was reported that a pump exchange was completed on (B)(6) 2015 due to suspected internal lead fracture. No patient symptoms were reported. The pump was returned for evaluation.